Event description:
The ge oec 9800 fluoroscopy system had filament regulator error messages display.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the coin battery on the x-ray controller pcb was flat. The battery was replaced and the filament calibration setting reset. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.